Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer alleged insulin pump was under delivering and had high blood glucose level. Customer current blood glucose level was 10.7 mmol/l and at time of incident was 22.1 mmol/l. The customer alleged insulin pump was under delivering because when high blood glucose level occur and insulin pump failed high pressure test. The customer was treated by giving more insulin with food. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose and infusions set had bet cannula. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis

Manufacturer narrative:
On (B)(6) 2021 (event date) the customer reported high bg (not getting insulin) without a insulin pump alarm. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08715 inches. A test p-cap does lock into place inside the reservoir compartment properly. History download was successful using thus and carelink upload was successful. A review of the history files does not show any delivery related alarms or any suspended deliveries for (B)(6) 2021 (event date). No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2, motor, or force sensor noted during visual inspection. The formatted history file list the following bolus deliveries for (B)(6) 2021 (event date): (B)(6) 2019 00:47 normal bolus amount programmed = 0.8 bolus amount delivered = 0.8. (B)(6) 2019 13:00 normal bolus amount programmed = 12 bolus amount delivered = 12. (B)(6) 2019 19:51 normal bolus amount programmed = 15.1 bolus amount delivered = 15.1. Under delivery complaint is not confirmed. The insulin pump passed all functional testing. No bolus delivery anomalies noted during testing or found in the downloaded trace/history and carelink files. No unexpected alarms noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.